Event description:
It was reported that this pacemaker longevity was decreasing faster than expected, as the battery had decreased from 12.5 years to 5.5 years over a two year period. Review of data analysis revealed the battery voltage was lower than expected, and the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected, as the battery had decreased from 12.5 years to 5.5 years over a two year period. Review of data analysis revealed the battery voltage was lower than expected, and the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and returned for analysis. This device was indicated as returned, however has not been received in house for analysis at this time.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected, as the battery had decreased from 12.5 years to 5.5 years over a two year period. Review of data analysis revealed the battery voltage was lower than expected, and the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported.